Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was an increase of pressure and flow.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: increase pressure and flow, wont decrease the failure(s) identified in the investigation is consistent with the complaint record. The root cause is overdue calibration.

Event description:
It was reported that there was an increase of pressure and flow.